Manufacturer narrative:
(B)(4). Returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed damage on the shaft. It was noticed that the catheter shaft was kinked in 3 places. The 1st place was located at 64.5cm from the tip. The 2nd kink was located at 96cm from the tip and the 3rd kink was 98cm from the tip. The device was functionally tested and it was noticed that there was a leak on catheter shaft. The leak was noticed at the kink at the 96cm mark and the outer infusion sheath was cut or damaged. There was also 1 buckled area on the shaft at 16.5cm from the tip. The extreme kinking and buckling on this device is usually caused by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the catheter cracked. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. As the device was entering the body and being placed into the sheath, the proximal end of the catheter cracked near the control pod. Another of the same device was used to complete the procedure. There were no patient complications and the case went fine. The patient was discharged.